Manufacturer narrative:
Patient information was unavailable. Device serial number was unavailable. UDI not available for this system at time of filing. Name of initial reporter unknown at the time of filing. Facility name unknown at the time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a deep brain stimulation (dbs) case. It was reported that intra-operatively, while registering, the software was detecting the 10th rod, even though the site did not have one. It was showing points green where the 10th rod would be. The surgeon decided to re-spin. The procedure was completed using the navigation system and there was no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the archive was reviewed but provided insufficient information to determine the root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that technical services (ts) was unable to replicate the reported issue. No extra rod was detected when the exam archive was reviewed.

Manufacturer narrative:
Patient age not available. Device serial number provided. UDI provided. Name of initial reporter provided. Facility name provided. Additional information: device manufacturing date provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that upon re-acquisition of a spin, the issue did not replicate. The issue has not reoccurred since. The surgeon and manufacturer representative suspected that there was an artifact within the leksell head frame that was detected by the navigation system in the spin which caused it to register as a 10th rod. There was surgical delay of about five minutes.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that exams with a leksell CT frame, which has an optional 10th rod, would display the rod if it or a part of it was detected in the image. Neither the archive nor information about what type of stereotactic frame was used in this procedure was provided, thus there was insufficient information to determine root cause.